Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to inflate and failed to deflate. A gauge needle and fluoroscopy guidance were used to gently rupture the balloon and disperse contrast to allow balloon to deflate. The patient was hemodynamically stable.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to inflate and failed to deflate. It was further reported that a gauge needle and fluoroscopy guidance were used to gently rupture the balloon and disperse contrast to allow balloon to deflate. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest 40 pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted to be bloody and the balloon was noted to be prolapsed. No other specific anomalies were noted. The functional testing was unable to be performed, due to the balloon being previous ruptured at facility. Under the microscopic observation, the prolapsed balloon and other anomalies was noted. Therefore the investigation for the reported inflation and deflation issue remains inconclusive, as the functional testing was unable to be performed due to the condition of the returned device. A definitive root cause for the reported inflation and deflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.